Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, while stapling the stomach, after a successful firing and after attaching the second reload, the device would not close to be inserted into the access port. The process was repeated with another load and there was the same problem. The trigger of the handle have lost the pressure after the successful firing. The case was completed by changing the stapler. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.